Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The pcb was replaced as a diagnostic measure. The system was then tested and met all product specifications. The pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "surgeon had already completed the procedure" (no consequences or impact to patient). Product problem(s): "system shut off completely" (loss of power). A nurse reported the system shut off completely as if the plug was pulled at the end of the case. The surgeon had already completed the procedure. The facility reported that there was no patient injury.